Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing which resulted in the patient receiving one inappropriate shock. The patient's rhythm appears to be atrial fibrillation (af) due to rapid ventricular response (rvr), however, there is a morphology change. The patient's rhythm is fast due to aberrancy morphology at high rates. Technical services discussed troubleshooting and programming options. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing which resulted in the patient receiving one inappropriate shock. The patient's rhythm appears to be atrial fibrillation (af) due to rapid ventricular response (rvr), however, there is a morphology change. The patient's rhythm is fast due to aberrancy morphology at high rates. Technical services discussed troubleshooting and programming options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced successfully. No additional adverse patient effects were reported.